Event description:
It was reported that during the procedure in the highly stenosed mid left anterior descending artery with heavy calcification, a whisper es guide wire was advanced. A 2.5x15 trek dilatation catheter was advanced and pre-dilatation was performed at the target lesion followed by deployment of a non-abbott 2.5x20 stent. At the conclusion of the procedure while the guide wire was being removed from the anatomy, the distal segment of the guide wire separated in the guiding catheter. No force was applied. The separated segment remained in the guide catheter and was withdrawn within the guide catheter. The ostium of the 1st diagonal artery and the 1st marginal artery were also reported as stenosed. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The lesion was described as highly stenosed which could have contributed to the reported guide wire separation. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire separation appears to be related to operational context of the procedure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.